Event description:
The facility's biomed reported an infusion pump with a failure code 807:01. This report was noted during biomed testing. The biomed stated that they have no record of any patient incident involving the pump since the last service event.